Manufacturer narrative:
15-oct-2020 product investigations results: no failure could be identified as a result of the investigation.

Event description:
Consumer sent e-mail stating the string broke when she pulled it to remove tampon. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating the string broke when she pulled it to remove tampon. No injury was reported.